Event description:
It was reported that, during an office follow-up, the low energy shock impedance was greater than 400 ohms. The presenting electrogram has no noise. Technical services advised to do some testing to check the electrode integrity. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
This electrode was returned in three segments. Visual examination noted that the outer insulation and the sense a cable are fractured approximately 17mm from the tip end. A complete fractured electrode (conductors and insulation) was observed approximately 320mm from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that, during an office follow-up, the low energy shock impedance was greater than 400 ohms. The presenting electrogram has no noise. Technical services advised to do some testing to check the electrode integrity. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that, during an office follow-up, the low energy shock impedance was greater than 400 ohms. The presenting electrogram has no noise. Technical services advised to do some testing to check the electrode integrity. There were no adverse patient effects. The system remains implanted.